Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a blank display due to moisture damage on electronic assembly. Moisture damage was also noted on motor assembly. During visual inspection insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners.

Event description:
Customer reported that hte insulin pump was washed in a washing machine. The blood glucose reading was 120 mg/dl. Customer stated that there was fluid under the display screen. The insulin pump had not been dropped. Nothing further was reported.